Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. Other relevant history no information was available. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, two (2) other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during insertion prior to cross the lesion inside the body the image disappeared. Additional information from the facility indicated all portions of the device were accounted for after removal and no damage was noted. No damage was observed during prep. No resistance was felt during the procedure. The facility indicated it was an ordinary case. There was no patient injury, no additional medical or surgical intervention was required. Visual and microscopic inspection was performed on the returned device. The device was received with a shaft separation at 438mm distal to the distal telescope strain relief. The drive cable was exposed and had a significant kink (nearly at a 90 degree angle) with some signs of torque compression at the proximal end of the break. Sanguineous material was also observed in the distal shaft. A capacitance test was performed and the device passed with a value within the expected range. This demonstrates that the coaxial cable was intact between the connector and the transducer, and the device should have imaged. No additional testing beyond the capacitance test was able to be performed due to the significant kink and shaft separation. The reported failure of lost image could not be duplicated. We are reporting in an abundance of caution. Based on the significant kinking (90 degree angle) and the user not noticing any damage on the device upon removal from the patient, the damage likely occurred post-procedure during handling and/or shipping. There is no indication from the complaint that the separation occurred during the procedure, however we are unable to conclusively determine when the separation occurred.